Event description:
Allegedly, the patient was revised due to mom complications (left).

Event description:
Add'l information received: allegedly pt was revised due to mom complications, specifically: pain, areas of corrosion and reactive tissue.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01285, -01286, -01074_01, -01287, 01288.

Manufacturer narrative:
This is the same event as 3010536692-2015-01074. (B)(4).